Manufacturer narrative:
Additional info: b5, g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis treatment, blood leak was found at the bifurcate. It was mentioned that there was no operation before the treatment. The catheter was not repaired, there was no luer adapter issue, there was nothing unusual observe on the device prior to use, flushing was not done prior to use, no other defects/damages found on the product where the leak was observed, no other products was being utilized with the device, the doctor used iodophor for disinfection on the patient's body, and tego was not utilized. The patient did not use any treatment (lotions/ointments, medication by prescription or over-the-counter). There was no ointment used/utilized at the exit site, wound dressing (sterile gauze) was used and did not contain any cleaning agents or antibacterial properties, patient was not responsible for any type of catheter maintenance, cleaning agent used on the device was iodophor/ iodine and was not mixed and switched over the life of the catheter, no sepsiderm was used to clean the catheters, no protocol change for cleaning agents used recently, and the patients themselves are not using any type of cleaning agent or antibiotic on the catheter. It was also stated that to resolve the issue the catheter was replaced with a new catheter at the same implant point. There was no blood loss and there were no patient symptoms or complications related to this event. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis treatment, a leak was found at the bifurcate. It was mentioned that there was no operation before the treatment. The catheter was not repaired, there was no luer adapter issue, there was nothing unusual observe on the device prior to use, flushing was not done prior to use, no other defects/damages found on the product where the leak was observed, no other products was being utilized with the device, the cleaning agent used on the device was iodophor and tego was not utilized. The patient did not use any treatment (lotions/ointments, medication by prescription or over-the-counter). There was no ointment used/utilized at the exit site, no wound dressing used, patient was not responsible for any type of catheter maintenance, cleaning agents was not switched over the life of the catheter, no sepsiderm was used to clean the catheters, no protocol change for cleaning agents used recently, the patients themselves were not using any type of cleaning agent or antibiotic on the catheters, due to the leakage they needed to reposition the catheter. It was also stated that to resolve the issue the catheter was replaced. There was no blood loss and there were no patient symptoms or complications related to this event. There was no reported patient injury.